Manufacturer narrative:
The insulin pump was received with critical pump error alarm and fatal alarm, pump error 40, is found in the formatted history file due to software error. Unable to perform the self- test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify button response and rewind errors due to critical pump error alarm. The insulin pump was received with scratched case, end cap address label missing, display window cover missing, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed motor safety circuit failed test. The patient's blood glucose at the time of incident was 7.6 mmol/l. The insulin pump would not rewind or respond to any button presses. There was also a critical pump error alarm that disappeared from the screen as the motor safety circuit failed test alarm appeared. The insulin pump will be returned for analysis.